Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving lioresal 2,000 mcg/ml at 500 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. At a pump replacement surgery for battery life, the healthcare professional was not able to aspirate the catheter during surgery. The hcp replaced the catheter. The issue was resolved at the time of report. No patient symptoms reported. The patient's status at the time of report was alive - no injury. The patient was doing well.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was reported by the company representative on (B)(6) 2016. It was noted that the healthcare professional (hcp) was unable to aspirate directly from the catheter and the cause of the inability to aspirate was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.